Event description:
The customer reported to olympus that the colonovideoscope had a narrow band imaging issue. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage on charged coupled device unit, brightness is uneven when halation occurs. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings are as follows: adhesive on bending section cover had a chip, crack, and white-clouded area; due to clogging of nozzle, water removal ability did not meet the standard value; adhesives around objective lens had white-clouded area; adhesives around light guide(lg) lens has white-clouded area; plastic distal end cover had a dent; connecting tube had a scratch; due to damage on circuit board unit in endoscope connector, there is a doubled image; switch 2 had a scratch; and forceps channel port had a scratch. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, it is unknown if there was delay in the start of the pre-cleaning, if the air/water nozzle was flushed with air and water, if the nozzle is cleaned with lint-free cloths/brushes/sponges and if the air/water nozzle is flushed with detergent solution. It is also unknown if there were no abnormalities in the accessories used for reprocessing. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to insufficient cleaning. Olympus will continue to monitor field performance for this device.